Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 was failed. The customer reported that there was a delay in dispensing the medication, since the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main drawer 3.2 had failed. A field service engineer (fse) logged into the station and accessed hardware test application (hta). A test was run on drawer 2.2, but no issues were found with the drawer or its pockets. The fse had the customer log into the station application and perform inventory on a couple of pockets. No issues occurred during the process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 was failed. The customer reported that there was a delay in dispensing the medication, since the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.